Event description:
It was reported the patient experienced a shocking or jolting sensation that felt like a "carpet shock" in her stomach. The patient continued to state she felt "a little zap" on occasion, but cannot link it to certain activity. The patient also stated that when she walked through security gates, she felt a stop in therapy. The patient was charging more than expected. She stated that when her battery is down to 75% she feels like her therapy changes. The patient never lets it go below 50%. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.